Event description:
On (B)(6) 2013, the reporter contacted animas stating that on (B)(6) 2013, the patient experienced a blood glucose (bg) value of 250mg/dl, became nauseated, vomited multiple times and was hospitalized. The patient reportedly was treated via intravenous insulin (IV) drip for the high bg and was treated with antibiotics for the bronchitis and then was released from the hospital on (B)(6) 2013. Customer support (cs) reviewed the pump with reporter and noted that there were two bolus amounts programmed/delivered and that the patient was not using the pump when he was in the hospital. It was also noted in the pump alarm history there was an "empty cartridge" emitted and the pump was not primed for hours following the alarm. There was no delivery issues noted with the pump. There was no indication of a pump malfunction. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Use error was a contributing factor to the reported bg event: the patient did not respond to alarms appropriately, the pump was not primed until several hours later after the pump emitted an "empty cartridge" alarm and the patient was also being treated for an illness unrelated to diabetes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.